Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Cts provided information and assisted the caller with resetting the pump, and no recurrence of the malfunction code was observed afterward. Customer was advised to continue using the pump and to contact technical support if any issues recur, which the caller acknowledged and understood.